Event description:
The coating of the guide wire peeled off when the physician was attempting to place the life port venus access device. The coating embedded itself in the pt's subcutaneous tissue. The physician was able to extract the coating from the pt. Another device was used and the procedure was completed.

Manufacturer narrative:
Received one wire guide in an opened package, upon examination of the wire guide it was noted a portion of the outer jacket was missing. The outer jacket had been partially stripped and then peeled from the wire guide starting at the tip and continued 17.3cm in length noting approx half of the circumference of the coating was removed. This 17.3cm segment of the outer jacket was not returned, however the facility indicated the segment was removed during the same procedure and used another device to complete the procedure. This device has most likely been caught on an instrument of undetermined origin causing the outer jacket to be stripped. Additional info requested concerning the removal and location of the segment. Should additional info become available it will be forwarded.